Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 08/07/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2023. The parents reported that the pediatric patient experienced a skin reaction with redness and infection underneath sensor pod area only 4 days after the sensor was inserted in the thigh. The patient felt discomfort and the parent called and reported it the day prior to this complaint. The patient started having redness and pain. The parent did not do any home treatment but replaced the sensor. The parent contacted the pediatrician at once and set an appointment for the day of the call and the patient was diagnosed with infection. The patient was given an oral medication cephalexin-500mg-3x a day for 10 days. If the reaction did not improve at follow up, the doctor would prescribe IV. At the time of the call, the patient was asleep, and the reaction was still red and hurting. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of an infection of the skin, with improving erythema based on the pen marking on the skin. The erythema is localized to the insertion site. At the time of the report, the patient was still red and hurting. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.